Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support. No additional information was provided.